Manufacturer narrative:
(B) (4). The ge service rep replaced the damaged parts and checked the system for proper operation. The system performs as intended.

Event description:
The customer reported that the rui console doesn't work properly. No pt injury was reported.